Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer reported infusion stopped working and then infusion restarted once the infusion cannula was removed from the eye. Based on the current report and current available information, we are unable to ascertain the failure mode for this event. An image and/or sample was not returned for visual or functional testing. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported while using the vitrectomy cutter near the eye's periphery while the eye was indented, the infusion stopped working during the procedure . The surgeon removed the infusion cannula from the eye and the infusion restarted. However, during the time the infusion stopped, the patient developed a hypotony and an iatrogenic break on the retinal wall. The surgeon indicated he performed a surgical intervention (no details). Additional information was requested; however, none has been received to date.